Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Per bio-conduct study, ra (sn: (B)(4)) and lbb (sn: (B)(4)) leads were plugged into the wrong header ports during the procedure. The atrial lead was connected to the ventricular port header and this lead was plugged into the atrial port header. This was found during device interrogation. Leads were successfully switched to the correct ports on (B)(6) 2023. Leads remain implanted.